Event description:
The customer stated that they have a bad battery. No pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.